Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient expired due to confirmed inner cranial bleed. The hospital reported that the pump will not be returning, because an autopsy will not be performed.

Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.